Event description:
Reporter stated that patient was exhibiting symptoms of hypoglycemia (weak, sweaty, and shaky). Patient reportedly attempted to test blood glucose, using the compact plus system, but the test strip did not advance properly. Reporter stated that the patient's relative phoned emergency medical services for assistance. Upon their arrival, patient's blood glucose measured 2.3 mmol/l, on an unspecified device. Patient was reportedly treated with "sweet candy," an "IV that gave him sugar," and was subsequently transported to the hospital for additional treatment. Reporter noted that patient was hospitalized for 4 days; however, no additional details of treatment received were provided. The manufacturer requested the return of the suspect device for evaluation.

Manufacturer narrative:
The event occurred in another country.